Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 with failure to thrive. A non-occlusive outflow graft pump thrombosis was found and the patient had intermittent flow and power spikes. They also had a gradual elevation of lactate dehydrogenase (ldh). On (B)(6) 2022, patient was started on bivalirudin but had minimal response to this medication. On (B)(6) 2022, they were switched to argatroban and their ldh went down to 500s. On (B)(6) 2022, argatroban was stopped and the patient was transitioned to warfarin, persantine, and acetylsalicylic acid (aspirin). The patient's flows, powers, and ldh were stable until (B)(6) 2022 when they started having persistent low flows. On (B)(6) 2022, a transthoracic electrocardiogram (tte) showed worsening right ventricle (rv) failure and the patient was started on milrinone. A ramp study on (B)(6) 2022 showed mild improvement in rv function but there were no changes in flows or cardiac chamber sizes. Their ldh remained in the 500s-600s.the patient was not a candidate for a pump exchange and they were discharged home on hospice.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed in the outflow graft via a computerized tomography (CT) image submitted by the account. The submitted log file contained data on 07apr2022 spanning from 09:37:44 to 10:36:42, per the timestamp. Constant low flow alarms, 240 in total, were captured throughout the log file due to the estimated pump flow being calculated to be below the threshold of 2.5 liters per minute (lpm). No other notable alarms were captured. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines the indications of thrombus and how to respond to such events. Information regarding recommended anticoagulation therapy is also provided in this section. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The center suspected that the right heart failure occurred in the setting of worsening of non-occlusive outflow graft thrombus and possible inflow cannula thrombus. The patient was not a candidate for a pump exchange, so they were discharged home on hospice care. The low flow alarms reportedly resolved after argatroban was restarted, and the patient remains ongoing on (B)(6). No further events have been reported at this time.